Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump touchscreen was cracked. Customer's blood glucose was 136 mg/dl. Customer continued to use the pump for insulin therapy.